Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient the device displayed an "02 valve fault" message. Complainant indicated that the device was shut off/on and operated successfully for approximately a minute and then displayed the "o2 valve fault" message. The customer was not able to specify the exact error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty oxygen valve. The 02 valve was determined to be leaking resulting from contamination of the seal. The 02 valve was replaced to resolve the malfunction. The preventative maintenace and calibration were performed. The ventilator passed all acceptance critiera tests and was recertified for use. Analysis of reports of this type has not identified an increase in trend.